Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/29/2014 with the following findings: review of the pump¿s black box revealed multiple related alarms. The battery compartment was found to be intact. The battery cap was able to be properly secured to the pump. The electric power draws were found to be within specification. There was evidence of moisture on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.